Event description:
Caller states that he tested patient with the device when patient was not responding to him. The device read 82mg/dl per reporter. He reports calling the paramedics for patient and the patient tested at 52 mg/dl on the paramedic's device. The tests were performed within 10-15 minutes, reporter states. The paramedics reportedly gave patient juice, sugar, and candy to elevate his blood glucose. Patient was not transported to the hospital. Glucose control solutions were used and within acceptable limits. Requested return of suspect device and replacement was sent.